Manufacturer narrative:
The device was discarded and could not be evaluated. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
A tcar procedure was performed. The .035" wire was pulled back while advancing the sheath into the right common carotid artery, resulting in a back wall dissection. A stent was used to cover the dissection.